Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the display of the insulin pump was scratched and difficult to read. Customer's mother also stated that the insulin pump requires frequent battery changes and has to be restarted in order to rewind. Blood glucose level at the time of contact was not provided. No further information was provided.